Event description:
Reporter indicated a pt underwent lead revision surgery due to a lead fracture, and generator replacement, due to incompatibility with the new lead. A lead fracture was visualized during the surgery. Attempts for further info from the reporter and lead product return from the explanting hospital have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.